Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to zero voltage. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "pair new transmitter" message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found in connection with the reported allegation. The reported event of a "pair new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.